Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 12 year old male patient presenting for impella support. A bleed was noted around the access site, post insertion. Further examination noted a vascular injury sustained to the celiac artery. The device was removed and a stent was placed as intervention. The physician could not rule out the 0.018" guidewire as a causal/contributory factor.

Manufacturer narrative:
The investigation into the reported vascular damage has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient condition was the most likely cause of the vascular damage. The vascular damage was determined to be unrelated to the impella because the device does not contact the celiac artery with proper insertion technique. The failure modes will be monitored and trended.